Event description:
The surgeon implanted a 3-piece collamer lens model cq2015 and the trailing haptic tore during insertion. The lens was implanted and removed without pt injury.

Manufacturer narrative:
H6: method-86 (other): work order search was performed for the lens, cartridge, and injector. Results - 100 (other): visual inspection of the lens showed part of the optic and one haptic were torn off missing. There was evidence of surgical residue. There were similar complaints found within all the work orders. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for evaluation.